Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was wearing the pod on their leg between 37 and 48 hours. The patient reported that they developed an infection at the pod site and stated the pod site was painful and a bubble developed that was filled with insulin, blood, and pus. Upon removal of the pod, the patient squeezed the area to express the insulin, blood, and pus. Due to the severity of the irritation and symptoms, on (B)(6) 2026, they had to go to urgent care, where they were prescribed antibiotics for a soft tissue infection. The patient stated they are using hibicleanse and cavalon spray to help ease irritation. A new pod was applied.